Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with a pre-existing large flail and friable leaflets. A mitraclip xtw (51222a3031) was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw (51222a3029) was inserted and deployed on the mitral valve, reducing mr to a grade of 1. On an unknown date, an echocardiogram was performed and revealed that both clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On (B)(6) 2026, a second mitraclip procedure, one clip was implanted, reducing mr to a grade of 2-3+.